Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the threaded connector is loose from the housing on the battery clips (lot numbers 34450070108 and 34432810108). The battery clip, lot number 34432810108, was previously checked for this issue in (B)(6) 2009 by the hospital staff and was found to have no issues at that time. The battery clip, lot number 34450070108, had not been checked. The battery clips were replaced without incident. The pt remains ongoing and no further issues were reported.